Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to being programmed to a mode other than monitor +therapy. It was noted that the patient had a procedure performed and a subsequent episode indicated that ventricular tachycardia mode was changed with a magnet. The patient was brought to their clinic where tachycardia therapy was turned back on. It was questioned how to prevent recurrence. Technical services (ts) confirmed to program 'change tachy mode with magnet' off. No adverse patient effects were reported.